Event description:
It was reported that an ilet user experienced hyperglycemia o 400 mg/dl after a supply change, with concern that the pump was not delivering insulin; synced data showed initial small correction doses that later increased, the user had eaten without announcing a meal while already reading high, and no kinks or leakage were observed. Customer care provided support that included remote troubleshooting education regarding allowing the system time to correct and considering a site change if needed. Investigation of this case revealed no confirmed device malfunction and suggested hyperglycemia likely related to unannounced intake combined with ongoing algorithmic corrections following the supply change. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no emergency care, no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user behavior and possible infusion/site factors rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.